Manufacturer narrative:
Calibration and qc were acceptable. During the review of instrument data, it was found that the negative result in question was from a sample run on a new rack, and the fluid level in the tube was visibly higher than the fluid level in the other tubes producing the positive results. This suggests that foam on the sample produced the negative result. Product labeling states: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the event was consistent with pre-analytical handling issues. The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The initial result was 2860 coi (positive). The sample was automatically repeated by the instrument with a result of 2876 coi (positive). The sample was repeated with a result of 0.214 coi (negative). The sample was repeated with a result of 2955 coi (positive). All results were accompanied by qc data flags. The initial positive result was believed to be correct. The patient is a known hiv positive patient, and confirmation testing by western blot was positive.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).